Event description:
Info received indicates the brake will engage, but does not hold at the foot end of the bed.

Manufacturer narrative:
The technician found the teeth on the right foot caster was worn, which allowed the caster to swivel in the locked position. The technician replaced the caster to repair the bed.